Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient developed a seroma at the ipg pocket site. The site was drained and the patient recovered. The patient continues to use the device and is receiving effective pain relief.